Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete heart block. The right ventricular (rv) lead exhibited loss of capture, high and undefined impedance which lead to a polarity switch. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.